Event description:
It was reported that the patients paddle lead had high impedances. It was noted that the physician mentioned that the lead was frayed during an ipg upgrade procedure. Reprogramming was done around the high impedances, and the patient was satisfied with the outcome.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.